Manufacturer narrative:
Follow-up # 1 date of submission 04/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2014 with the following results:a review of the pump¿s history showed evidence of short battery life on 12/06/2013; as evidenced by a voltage drop. The pump was primed and exercised with no battery alarms or alarms. The current draws were found to be above specifications. The pump cover was opened and a component on the printed circuit board was found to have an intermittent connection. The component was reconnected and current draws maintained nominal values. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, a distributor contacted animas alleging that the battery life was shorter than usual for a device. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.